Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system unable to boot up. To resolve the issue, fse replaced the host pc, and gpdu configured and adjusted system and reloaded the software and reseated all cable connections in m-cabinet. The defective host pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer needed to be booted manually, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.